Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 545 mg/dl. The customer stated that the insulin pump stopped delivering insulin without reaching to the amount that is needed. It was unknown if the customer was using auto mode at the time of event. The reservoir and insulin pump both will not be returned for analysis.